Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon fell apart [device breakage]. Case narrative: consumer reported via e-mail that a tampon fell apart inside her body. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon fell apart [device breakage]. Case narrative: consumer reported via e-mail that a tampon fell apart inside her body. No injury was reported.